Event description:
It was reported that a pericardial effusion occurred. A pulse field ablation (pfa) procedure was performed under local anesthesia using a faradrive steerable sheath, inquire wire, and farawave catheter. The transeptal puncture was performed and the faradrive steerable sheath was placed. The farawave catheter was advanced through the faradrive sheath into the left atrium and a pericardial effusion was identified. The pfa procedure was aborted and a pericardial tap was performed. The patient is expected to fully recover.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation e1 initial reporter phone number: (B)(6) with all the available information, boston scientific (bsc) concludes: device history record review a review was completed of the device history records (DHR) for the farawave catheter upn #m004pfce41m401 batch #0037309296. The farawave catheter was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device analysis upon receipt at a bsc post market quality assurance laboratory, the farawave catheter was analyzed by a bsc quality investigator. The farawave catheter was visually and functionally examined. Visual inspection identified no outer abnormalities. During functional testing a test guidewire was successfully inserted through the farawave catheter. Deployment and undeployment of the farawave catheter were tested multiple times and no unusual resistance was encountered during deployment to basket or flower position. The farawave catheter passed all performance testing and no device failures were observed. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The farawave catheter IFU lists cardiac trauma including pericardial effusion as a known potential adverse event associated with the use of the device. Risk review a review of the farawave catheter hazard analysis and risk thresholds was completed and confirmed that the event of pericardial effusion was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion bsc has assigned an investigation conclusion code of known inherent risk of device. It was reported that during a pulse field ablation procedure when the farawave catheter was placed in the left atrium a pericardial effusion was observed. The procedure was aborted and medical intervention was performed. Analysis of the returned farawave catheter did not identify any device issues that might have contributed to the reported event. Pericardial effusion is a known potential adverse event associated with the use of the farawave catheter.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone number: (B)(6).

Event description:
It was reported that a pericardial effusion occurred. A pulse field ablation (pfa) procedure was performed under local anesthesia using a faradrive steerable sheath, inquire wire, and farawave catheter. The transeptal puncture was performed and the faradrive steerable sheath was placed. The farawave catheter was advanced through the faradrive sheath into the left atrium and a pericardial effusion was identified. The pfa procedure was aborted and a pericardial tap was performed. The patient is expected to fully recover.